Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 557 mg/dl and 500 mg/dl. Customer stated that for the last 5 days she did not lower her blood glucose and have gone through 4 different set change and did a self-test on the pump. Customer experienced symptoms nausea. The customer was declined with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging insulin pump was under delivering. Customers perform high pressure test to confirm pump can detect an occlusion. The device will not be returned for analysis.